Event description:
It was reported that during a surgery using the zero p set, equipment number (B)(4), the surgeon noticed that a shard of metal had come away from the implant after he had put the screw in. She added that it may have been the angle at which he was putting in the screw-art 04.617.814 that may have caused the problem. The shard was removed for investigation, but the surgeon left the implant and screws in. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.